Event description:
It was reported that: " connected the catheter to start the hemodialysis treatment, the nurse noticed air bubbles in the arterial line and detected a defect in air aspiration from the external connection of the catheter. The procedure was delayed and the catheter was surgically removed." The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " connected the catheter to start the hemodialysis treatment, the nurse noticed air bubbles in the arterial line and detected a defect in air aspiration from the external connection of the catheter. The procedure was delayed and the catheter was surgically removed." The patient was reported as fine post the procedure."